Manufacturer narrative:
Arjo was notified about an event where a disposable repositioning sling was involved. It was reported that a radiology technician came around the patient's bed to made an examination when her foot was tangled in the loop of the repositioning sling. The radiology technician lost her balance and fell on the right knee, forearm, elbow, shoulder, and scapula. The injured person stated that she was not injured but did have a little soreness for a couple of days in the areas listed above. The customer did not report that sling was damaged or ripped. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU 04.sq.00-int1) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU)." The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document guides how to remove the sling. The investigation revealed that a new strap material is causing that the loop creates a wider opening when a strap is hanging and touching the floor. This may lead to a potential tripping hazard. Additionally, during the material change implementation, tripping hazard was not considered as a harm. To conclude, the arjo sling was used by the patient when the event occurred, and from that perspective it played a role in the event. But it did not fail its technical specification. We decided to report this complaint to the competent authorities due to the fact that radiology technician tripped over the sling loop and fell. The sling was disposed by the customer.

Event description:
Arjo was notified about an event where a disposable repositioning sling was involved. It was reported that a radiology technician came around the patient's bed to made an examination when her foot was tangled in the loop of the repositioning sling. The radiology technician lost her balance and fell on the right knee, forearm, elbow, shoulder, and scapula. The injured person stated that she was not injured but did have a little soreness for a couple of days in the areas listed above.